Event description:
It was reported that patient was connected to mobile power unit (mpu) when the latter started to sound nonstop, even while having current. The system controller did not have an alarm. External batteries was changed and the mpu was put aside.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a contaminated mobile power unit (mpu), serail number (B)(6), was confirmed via submitted images. The mpu, serial number (B)(6) was returned to the european distribution center (edc). Visual inspection of the unit revealed contamination. The mpu could not be serviced and was scrapped. A root cause for the reported event was not conclusively determined through this analysis; however, the observed contamination could have contributed. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, and heartmate 3 patient handbook, rev. B, are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section e of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. Section 3 of the IFU, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.